Event description:
ADDITIONAL INFORMATION RECEIVED ON 07/21/2026 FOR REPORT MW5189215. On April 8, 2026, Dr. (b)(6), (b)(6) , informedme the LINQ II would automatically monitor my three documented conductionabnormalities ¿ transient RBBB, LAFB(Left Anterior Fascicular Block), and first-degree AV block ¿ 24/7 for years. This was the sole clinical rationale for implantation versus repeated EKGs. On (b)(6),2026, the device was implanted. In the OR, a Medtronic representative confirmed theLINQ II would specifically monitor my three heart blocks in front of (b)(6) and twoVA OR cardiac nurses; none stated the device could not do this. No limitations weredisclosed; no alternatives presented; informed consent fields for supervisingpractitioner, performing practitioner, witness, and comments were all blank. On (b)(6),2026, I asked Dr. (b)(6), (b)(6) ,what the LINQ II had recorded for PR intervals, QRS durations, and axis deviationssince implantation. (b)(6) replied the same day: "It is not programmed to track PRinterval systematically, nor is it capable of tracking QRS morphology in the way that a12-lead ECG does." He confirmed the device records only a single lead based on itselectrical bipole orientation, and triggers only on patient activation or presetparameters ¿ none of which measure the three conduction parameters the device wasimplanted to monitor. The device is incapable of performing the function for which itwas implanted. I remain unmonitored for progression of my documented conductiondisease. I am a Registered Nurse and former FDA Medical Device National ExpertInvestigator. Reference MedWatch MW5189215. / Product details: Medtronic LINQ IIInsertable Cardiac Monitor, Model 9520, Serial (b)(6), implanted (b)(6) 2026 at(b)(6). Device cannot measure PR interval, QRS duration, or axis deviation ¿ theparameters it was implanted to monitor.

Event description:
SUBMISSION TYPE: FDA MEDWATCH VOLUNTARY REPORT (FORM 3500B) / MANUFACTURER PRODUCT PERFORMANCE COMPLAINT SUSPECT MEDICAL DEVICE: MEDTRONIC LINQ II INSERTABLE CARDIAC MONITOR (MODEL LNQ22), DEVICE SERIAL NUMBER (S/N): (B)(6), REPORTER / PATIENT: CDR (CLINICAL DATA REPOSITORY) (B)(6) (RET.(RETIRED)) / SS#: (B)(6) / DOB: (B)(6) 1967, DATE OF INCIDENT/IMPLANT: (B)(6) 2026, HEALTHCARE FACILITY: (B)(6). HCS SECTION 1: DESCRIPTION OF THE PRODUCT PROBLEM & INCIDENT: I AM A RETIRED FEDERAL INVESTIGATOR AND A CLINICIAN SUBMITTING THIS COMPLAINT TO EXPOSE A CRITICAL MEDICAL DEVICE MONITORING GAP, ARCHITECTURAL MISALIGNMENT, AND MANUFACTURER/CLINICAL MISINFORMATION THAT HAS LEFT ME AT RISK FOR AN UNMONITORED CATASTROPHIC EVENT. I HAVE A DOCUMENTED HISTORY OF A PROGRESSIVE, TRANSIENT TRIFASCICULAR BLOCK CONSISTING OF RIGHT BUNDLE BRANCH BLOCK (RBBB), LEFT ANTERIOR FASCICULAR BLOCK (LAFB), AND A 1ST-DEGREE AV NODE BLOCK. THE SOLE CLINICAL PURPOSE OF MY LINQ II IMPLANT (MODEL LNQ22, S/N: (B)(6)) WAS TO MONITOR THESE SPECIFIC INCOMPLETE HEART BLOCKS TO CAPTURE DATA SHOWING WHETHER MY CONDITION WAS ADVANCING TOWARD COMPLETE HEART BLOCK. DURING MY SURGICAL IMPLANTATION ON (B)(6) 2026, AN OFFICIAL MEDTRONIC DEVICE REPRESENTATIVE WAS PRESENT IN THE OPERATING ROOM AS THE TECHNICAL EXPERT. THIS REPRESENTATIVE EXPLICITLY STATED TO ME AND THE SURGICAL TEAM THAT AFTER PHYSICIAN PROGRAMMING, THE DEVICE WOULD "PROVIDE THE DATA TO MONITOR FOR THE TRIFASCICULAR BLOCK" AUTOMATICALLY FOR APPROXIMATELY 4.5 YEARS. MY ATTENDING ELECTROPHYSIOLOGIST (DR. (B)(6)) AND TWO CARDIAC RNS WERE PRESENT FOR AND CONCURRED WITH THIS TECHNICAL ASSERTION. I EXPLICITLY STATED IN THE ROOM THAT THE ONLY REASON I WAS AGREEING TO THIS IMPLANT WAS TO MONITOR MY INCOMPLETE HEART BLOCKS TO SEE IF THEY PROGRESSED OR IMPROVED. THE MEDTRONIC REPRESENTATIVE REPEATED THAT THE DEVICE WOULD AUTOMATICALLY MONITOR MY INCOMPLETE HEART BLOCKS. THROUGH MY OWN INDEPENDENT TECHNICAL RESEARCH AND DIRECT VALIDATION WITH THE MEDTRONIC DEVICE SPECIALIST DESIGN TEAM, I EXPOSED THAT THESE STATEMENTS WERE ENTIRELY FALSE AND CLINICALLY DANGEROUS: ARCHITECTURAL INCAPABILITY: THE LINQ II DEVICE ARCHITECTURE IS FUNDAMENTALLY INCAPABLE OF AUTOMATICALLY TRACKING OR MONITORING PR INTERVAL PROLONGATION, FASCICULAR BLOCK ADVANCEMENT, OR PROGRESSIVE INCOMPLETE TRIFASCICULAR BLOCK CHANGES. IT IS STRUCTURALLY RESTRICTED TO DETECTING ATRIAL FIBRILLATION, SUSTAINED BRADYCARDIA, TACHYCARDIA, OR PAUSES. AUTO-DETECTION MISALIGNMENT: THE STANDARD AUTOMATIC PHYSICIAN PROGRAMMING THRESHOLDS SET IN MY DEVICE (HEART RATE >176 BPM FOR 16 CONSECUTIVE BEATS, HR <30 BPM, OR A CARDIAC PAUSE >3 SECONDS) FALL COMPLETELY OUTSIDE MY DOCUMENTED PHYSIOLOGICAL BASELINE PARAMETERS. CONSEQUENTLY, THE DEVICE WILL NEVER AUTOMATICALLY TRIGGER AN EVENT OR RECORD AN EKG BASED ON MY UNDERLYING CONDUCTION DISEASE PROGRESSION. EMPTY DATA TRANSMISSION: MY CLINICAL TEAM REPEATEDLY INSISTED TO ME THAT THE DEVICE AUTOMATICALLY RECORDS AND TRANSMITS A DAILY EKG TO THE SERVER. MEDTRONIC CORPORATE DESIGN SPECIALISTS HAVE SINCE CONFIRMED TO ME THAT THIS IS COMPLETELY FALSE; THE DEVICE ONLY DOES A 10-SECOND QUALITY HANDSHAKE TWICE DAILY, STORING ZERO CLINICAL OR EKG DATA ON THE SERVER. WITHOUT MY OWN INTERVENTION, THIS DEVICE WOULD SIT IN MY CHEST FOR 4.5 YEARS GENERATING ZERO CLINICALLY USEFUL DATA, RESULTING IN ENTIRELY EMPTY QUARTERLY REPORTS WHILE LEAVING ME--A 100% DISABLED VETERAN WHO TRAVELS SOLO WITH MY THREE DOGS IN REMOTE AREAS WITH NO CELL RECEPTION 99% OF THE TIME--UNDER THE FALSE IMPRESSION THAT MY PROGRESSIVE HEART BLOCKS WERE BEING ACTIVELY MONITORED. SECTION 2: OPERATIONAL FAILURE BY MANUFACTURER REPRESENTATIVE: AS AN INVESTIGATOR WHO HAS HANDLED COMPLEX FILES, I AM HIGHLIGHTING THE OPERATIONAL FAILURE OF THE MEDTRONIC EMPLOYEE SERVING AS THE TECHNICAL EXPERT IN MY OPERATING ROOM. THIS INDIVIDUAL FAILED TO CORRECT THE SURGICAL TEAM AND INSTEAD REINFORCED A FALSE CLINICAL NARRATIVE REGARDING THE DEVICE'S TECHNICAL CAPABILITIES. BY CONFIRMING TO ME THAT THE HARDWARE WOULD AUTOMATICALLY MONITOR AN INCOMPLETE TRANSIENT TRIFASCICULAR BLOCK UNDER STANDARD PROGRAMMING, THE MANUFACTURER'S REPRESENTATIVE DIRECTLY CONTRIBUTED TO A SEVERE BREAKDOWN IN MY CARE SAFETY. THE ONLY REASON A PERMANENT DATA GAP HAS BEEN AVERTED IS BECAUSE I INDEPENDENTLY DEDUCED THE TECHNICAL FLAW, CONTACTED MEDTRONIC'S DESIGN TEAM MYSELF, AND ESTABLISHED A MANUAL, USER-INITIATED PROTOCOL. I MUST NOW MANUALLY PRESS MY PATIENT SYMPTOM BUTTON 2¿3 TIMES A WEEK AND LABEL THE SYMPTOM "HEART BLOCK MONITORING" TO FORCE THE HARDWARE TO CAPTURE AND SAVE EKG DATA. MY CLINICAL TEAM INITIALLY OPPOSED MY PROTOCOL DUE TO THEIR INCORRECT UNDERSTANDING OF DEVICE BATTERY DRAIN--A CLAIM THAT WAS ALSO EXPLICITLY DEBUNKED TO ME BY MEDTRONIC'S DESIGN SPECIALISTS, WHO CONFIRMED MY PLAN HAS A NEGLIGIBLE IMPACT ON BATTERY LIFESPAN. SECTION 3: REQUESTED ACTION FDA INVESTIGATION: I REQUEST A FORMAL REVIEW OF MANUFACTURER TRAINING STANDARDS FOR FIELD REPRESENTATIVES EMBEDDED IN SURGICAL SUITES, ENSURING THEY DO NOT MISREPRESENT DEVICE ARCHITECTURE OR AUTO-DETECTION BOUNDARIES TO SURGICAL TEAMS AND PATIENTS. MEDTRONIC INTERNAL REVIEW: I REQUEST A FORMAL PRODUCT PERFORMANCE AND FIELD REPRESENTATIVE AUDIT REGARDING THE FALSE STATEMENTS MADE TO ME AND MY SURGICAL TEAM DURING MY (B)(6) 2026 PROCEDURE AT (B)(6) ELECTROPHYSIOLOGY DEPARTMENT.

Event description:
ADDITIONAL INFORMATION RECEIVED ON 06/13/2026 FOR REPORT MW5189215. THIS IS A SUPPLEMENTAL REPORT TO MY ORIGINAL MEDWATCH SUBMISSION REGARDING THE SAME INCIDENT -- MEDTRONIC LINQ II INSERTABLE CARDIAC MONITOR, SERIAL (B)(6), IMPLANTED (B)(6) 2026 AT (B)(6) HEALTH CARE SYSTEM, (B)(6) ELECTROPHYSIOLOGY DEPARTMENT. FOLLOWING ADDITIONAL RESEARCH AND A RECORDED CALL WITH MEDTRONIC'S DEVICE DESIGN TEAM ON JUNE 8, 2026, I AM PROVIDING THE FOLLOWING CRITICAL ADDITIONS: 1. DEVICE INCAPABILITY -- HOW MY CONDITIONS MUST BE MONITORED THE LINQ II WAS IMPLANTED SOLELY TO MONITOR MY THREE DOCUMENTED CARDIAC CONDUCTION ABNORMALITIES. EACH REQUIRES SPECIFIC MEASUREMENTS THE LINQ II CANNOT PERFORM: FIRST-DEGREE AV BLOCK: REQUIRES MEASUREMENT OF PR INTERVAL PROLONGATION GREATER THAN 200MS -- THE TIME FROM ONSET OF THE P WAVE TO ONSET OF THE QRS COMPLEX. MY BASELINE PR INTERVAL IS 212MS. THE LINQ II CANNOT IDENTIFY THE P WAVE AND CANNOT CALCULATE THIS INTERVAL. INCOMPLETE RBBB: REQUIRES IDENTIFICATION OF QRS DURATION BETWEEN 110¿120MS AND A SPECIFIC RSR' WAVE PATTERN IN RIGHT PRECORDIAL LEADS. THE LINQ II RECORDS A SINGLE MODIFIED LEAD II VECTOR AND CANNOT DETECT THESE LOCALIZED RIGHT-SIDED CONDUCTION CHANGES. LEFT ANTERIOR FASCICULAR BLOCK: REQUIRES CALCULATION OF FRONTAL PLANE AXIS DEVIATION BETWEEN -45 AND -90 DEGREES WITH SPECIFIC WAVE PATTERNS ACROSS MULTIPLE LEADS. AXIS DEVIATION CALCULATION IS MATHEMATICALLY IMPOSSIBLE WITH A SINGLE-LEAD DEVICE. THE LINQ II OPERATES EXCLUSIVELY VIA R-TO-R INTERVAL DETECTION -- THE TIME BETWEEN HEARTBEATS. IT MONITORS TACHYCARDIA, BRADYCARDIA, HEART RATE PAUSES, AND ATRIAL FIBRILLATION ONLY. MEDTRONIC'S DEVICE DESIGN SPECIALIST CONFIRMED ON A RECORDED CALL JUNE 8, 2026 THAT THE LINQ II CANNOT MONITOR ANY OF MY THREE CONDITIONS AND THAT MEDTRONIC HAS NO DEVICE ON THE MARKET CAPABLE OF DOING SO. SERIAL EKGS ARE THE ONLY RECOMMENDED METHOD. I WILL RECEIVE BLANK 3-MONTH REPORTS FOR 4.5 YEARS. TWO (B)(6) CARDIAC RNS IN THE OPEARATING ROOM REPEATEDLY EMPHASIZED THE VOLUME OF LINQ II DEVICES THEY HAD IMPLANTED AND THAT THE PROCEDURE "ONLY TAKES 5 MINUTES." THIS RAISES A CRITICAL SYSTEMIC QUESTION: HOW MANY VETERANS ARE CURRENTLY CARRYING A LINQ II IMPLANTED FOR CONDITIONS THE DEVICE CANNOT MONITOR? 2. MEDTRONIC FIELD REPRESENTATIVE OR STATEMENT IN THE OPERATING ROOM ON (B)(6) 2026, THE MEDTRONIC FIELD REPRESENTATIVE -- WITH DR. (B)(6) AND TWO (B)(6) RNS PRESENT -- STATED THE LINQ II WOULD "AUTOMATICALLY AND SEAMLESSLY" MONITOR MY RBBB, LAFB, AND 1ST DEGREE AV BLOCK FOR 4.5 YEARS. THIS IS FACTUALLY FALSE, CONFIRMED BY MEDTRONIC'S OWN DESIGN TEAM. MEDTRONIC HAS OPENED AN INTERNAL DEVICE COMPLAINT AGAINST THEIR OWN REPRESENTATIVE FOR THESE OR CLAIMS AND INITIATED A TRAINING INITIATIVE FOR OR REPRESENTATIVES. 3. EXPLANT REQUIRED THE DEVICE CANNOT PERFORM ITS SOLE INTENDED PURPOSE IN MY BODY. EXPLANT IS NOW UNDER CLINICAL CONSIDERATION -- A DIRECT ADVERSE OUTCOME CAUSED BY DEVICE INCAPABILITY CONFIRMED BY THE MANUFACTURER. THE DEVICE IS SUPERFICIALLY IMPLANTED AND HAS BEEN REPEATEDLY STRUCK DURING MY ACTIVE REMOTE LIFESTYLE, CREATING HEMATOMA AND INFECTION RISK WITH ZERO CLINICAL BENEFIT. I REQUEST THIS SUPPLEMENTAL INFORMATION BE ADDED TO MY ORIGINAL MEDWATCH REPORT AND THAT FDA CONDUCT A SYSTEMIC AUDIT OF LINQ II INFORMED CONSENTS NATIONWIDE TO IDENTIFY VETERANS WHOSE DOCUMENTED DIAGNOSIS FALLS OUTSIDE R-TO-R DETECTION CAPABILITY. VETERANS WITH RBBB, LAFB, AND 1ST DEGREE AV BLOCK WHO RECEIVED THIS DEVICE TRUST THAT THEY ARE BEING MONITORED 24 HOURS A DAY FOR 4.5 YEARS. THEY ARE NOT. THEY HAVE NO WAY OF KNOWING THIS WITHOUT THE MEDICAL, SCIENTIFIC, AND REGULATORY BACKGROUND I HAPPEN TO HAVE. THEY DESERVE TO BE NOTIFIED AND PROTECTED.